Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that she had fallen on her back on 15-june and since then she had problems. The patient stated that the stimulation was only in her legs and not her back and that it had been programmed for only one side but now she feels it in different places. The patient had also been feeling spasms since then that were painful. The patient was directed to follow-up with their healthcare provider.